Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the battery in the insulin pump leaked and the device would not turn back on, following a battery change. The call was dropped upon transfer and customer did not answer when called back. The device will not be returning at this time for analysis.